Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the master tool manipulator (mtm) grip spring and grips did not automatically return to their outer setting when released as expected therefore the fse replaced the master tool manipulator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator was analyzed and found that the grip inner spring and grip outer spring were damaged, not allowing the grip levers to open properly. The complaint regarding the left master grip on the surgeon side console (ssc) did not spring open was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: a radical hysterectomy procedure on (B)(4). On (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the system was not disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically. However, the fse was dispatched to the site and confirmed the customer reported issue for a broken master tool manipulator grip spring and grips. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the left master grip on the surgeon side console did not spring open, and the surgeon had to open and close. There were no errors or messages noted in the logs. The symptom description indicated a possible missing grip spring. The field service engineer followed up with the customer and found the master tool manipulator grip spring and grips did not automatically return to their outer setting when released as expected. The procedure was completing as planned with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.